Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the suture hole on the push catheter was torn. The suture was intact (unbroken) at the distal end of the push catheter. The push catheter was kinked close to the proximal end. The guide catheter was stretched and broken close to the proximal end. During the evaluation, the distal end of the guide catheter was completely removed from the push catheter. The distal working length of the guide catheter had a minor kink/bend (suture impression). Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter broke, however the stent was successfully deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter broke, however the stent was successfully deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.